Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the receiver gave an out of range signal that lasted for several hours. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of permanent loss of "y" could not be confirmed. Subsequent to the initial MDR, the transmitter (62ncc), that was being used with the receiver during the reported event of permanent loss of "y" was returned on (B)(4) 2013. Evaluation of the returned transmitter confirm the reported event. The root cause was determined to be a defective transmitter. CAPA has been initiated for this issue.